Event description:
The event is reported as: alleged issue: the stapler completely fell apart during use. It was used by a veterinarian during a spay/neuter procedure. The animal was not hurt. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.